Event description:
It has been reported to philips that the wireless footswitch was not working . The system was not in clinical use. No harm has been reported to philips. Troubleshooting actions showed a problem with the footswitch. The fse replaced the wireless footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the status of the error led indicator on the base station was off, the wi-fi (led) indicator on the wireless footswitch was off. Fse found the cause of the problem was wfs mechanical and battery. Fse replaced wireless footswitch. Then, the system was returned to use in good working order. The defective part was returned for analysis and failure was not confirmed. The result cannot confirm the reported issue with the wireless footswitch. The wireless footswitch is fully functional. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery defect. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.